Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient noticed a kinked cannula. Consequently, on (B)(6) 2021, the patient was taken to the emergency room and was subsequently hospitalized as the highest blood glucose level was 25 mmol/l and had moderate ketones. The patient stayed in the emergency room for 48 hours and was further admitted in the intensive care unit. During hospitalization, the patient was administered fluids of saline, insulin, and an unspecified medication intravenously (drug name unknown) which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.